Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during enterectomy procedure, the device had poor staple formation while stapling. The staple line was opened and the surgeon had to suture it manually to correct the issue and complete the procedure. Patient is alive with no injury..